Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had intermittent far field r-wave (ffrw) sensing. Reprogramming the device with different sensitivities was discussed and the lead remains in use. No patient complications have been reported as a result of this event.